Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6) hospital; reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: a flexima biliary stent and delivery system was received for analysis. Visual and microscopic inspection found the guide catheter detached, the push catheter suture hole torn, and the suture not broken. No other issues were noted with the stent and delivery system. Product analysis did not confirm the reported event of suture break, as the suture was not broken. However, the analysis confirmed the reported event of stent failure to deploy due to the damages encountered in the delivery system. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the gallbladder to treat gallladder stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, it was noted that the suture of the flexima biliary stent was fractured, and the stent could not be opened normally. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that guide catheter was detached. Please see block h11 for the full investigation details.